Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that an message associated to the s5 erc tubing clamp was displayed on the screen of the s5 console during priming. Reportedly, the clamp did not work. There was no patient involvement.

Manufacturer narrative:
H.10: the unit is installed since 2011 and according to the review of the complaint database no further complaints on this unit have been reported. The unit was returned back to the manufacturer site for repair. The clamp was disassembled and an internal visual inspection was carried out. Traces of rust were found in the device. Therefore fluid ingress cannot be excluded. Repair is pending customer approval. The following components need to be replaced: stator with sensor board. Spindle. Bearing. Clamp housing rear. Photo-sensor. Based on available information, the most likely root cause can be ingress of fluid causing rust leading to mechanical blocking of the components. Contribution of an improper cleaning by the user cannot be ruled out.

Event description:
See initial report.